Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6) / (B)(6), batch: 17517595 / 2000010286.

Event description:
It was reported that the patient was experiencing discomfort at the lead site. The patient underwent a revision procedure wherein the lead was moved over the area that was causing pain. The patient was doing well postoperatively.